Event description:
Customer's meter is reading erroneously. Their meter reported a result of 60mg/dl compared to the hospital results of 400 mg/dl. At the hospital customer received a shot of insulin. Customer asked to return meter for further evaluation, and a replacement was provided.